Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿long-term results of cemented total hip arthroplasty in developmental dysplasia with acetabular bulk bone grafts after improving operative techniques¿ by haruhiko akiyana, md, phd, et al, published by the journal of arthroplasty (2010), vol. 25, no. 5, pp. 716-720, was reviewed. The purpose of this study is to present the long-term results of cemented tha with acetabular bulk allografting in dysplastic hips implanted between 1991-1997. The tha components used were competitor products. Implanted depuy products: cmw cement was used to cement the acetabular cups. Results: 2 revisions of cemented competitor acetabular cups for loosening at an unknown interface. 8 cases of acetabular loosening at an unknown interface identified on progressive radiographic studies. There were no patient consequences or medical interventions required. Captured in this complaint: cmw cement: implant loosening of an unknown interface, medical device removal, surgical intervention, no information was available to identify patient symptomology. Cmw cement: implant loosening of an unknown interface, no patient consequences, no signs, symptoms, or patient involvement. "

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.